Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as believed to have occurred in last 10 days). The product was not returned for analysis. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to stretch and/or detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, it is unknown when the guide wire separated and although requested, there was no anatomical information provided. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record (lhr) for this product was not reviewed and a similar incident query was not performed because the product part and the lot number were not reported. Overall, a conclusive cause could not be determined for the reported guide wire separation and there is no indication of a product quality deficiency.

Event description:
It was reported that during an unspecified procedure, a whisper guide wire separated and was removed from the body without adverse patient effect. Though requested no additional information was provided.